Event description:
It was reported that the patient presented at a follow-up in clinic. It was noted that the pacemaker was found in the back-up mode. No intervention was performed and the patient was in stable condition.